Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between over 400 mg/dl to displayed as "high" (specific value was not provided). Reportedly, the customer was using off-label insulin, fiasp. Tandem technical support educated the customer on approved insulins for the pump. The customer attempted to treat the bg by administering a correction bolus via the pump but ultimately went to the emergency room on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the next day on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult a healthcare provider in regard to diabetes management.